Event description:
The customer reported that during the middle of the procedure, the catheter was in place and a towel had been placed over the site when it was noted that there was blood on the towel. The pt lost 100cc of blood. The device was replaced with a check-flo valve. The pt did not suffer ill effects due to this incident.

Manufacturer narrative:
A visual examination of the returned device confirmed the swivel luer body has separated from the main shaft. However, we are unable to determine why this difficulty may have been experienced. We will continue to monitor this device.